Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that she was having problems with setting up the time and date. Customer stated that she was receiving a blank display after placing the battery into the pump. Customer stated that the battery compartment was neither damaged nor corroded. Customer reported that the display did not return after inserting a new battery. Customer stated that there was a black circle in the middle of the screen and no alarm. Customer mentioned that there was a small bar at the battery icon, not the four, and the screen went blank when she pushed the act button. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.